Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic blade tip was found to be not smooth when it was removed from the foam, and there was no patient contact. Procedure details have not been provided. Additional information has been requested but is not available at the time of this report.